Event description:
Two nc sprinter 2.25 x 12 mm rx balloons were used during the procedure. It was discovered that this device had a labeling issue. The box of each device was labeled 2.25 x 12 mm, the hub of the balloon also had 2.25 x 12 mm. However the compliance charts that came in the sterile packaging with the balloons were incorrectly labeled as 2.5 x 12 mm.

Manufacturer narrative:
Results: labeling problems-compliance chart; no results available since no evaluation performed- device not provided for review. Conclusion: labeling related-compliance chart. (B)(4).